Event description:
It was reported: "fiber break". Reporter said at the beginning of an arthroscopy scope procedure, physician inserted the device into scope. He asked the surgical technician to increase power to 0.756 joules. Immediately the aiming beam came out of the fiber optic and a popping noise was heard. The laser energy burned the surgical cloth. The laser was shut down and device was replaced. Procedure was completed without further incident. No injuries were reported.